Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm test was noted. However, the motor was noisy during the tests due to a faulty motor. The insulin pump smelled of insulin inside the reservoir tube. No moisture damage was noted inside of the reservoir tube or inside of the insulin pump. The insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was making grinding noises during bolus. The customer stated that the grinding noise was getting louder and sounded like sandpaper. Customer also stated that she received two no delivery alarms since she changed the reservoir. Blood glucose level at the time of the incident was 318 mg/dl, which was treated with a manual injection. The customer also reported having a recent blood glucose level of 396 mg/dl. The customer confirmed that she did not see any fluid in the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.